Manufacturer narrative:
Device passed the displacement test but motor error alarm during rewind the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to protruded drive support disk. No charge/battery lasts less than expected anomaly noted. Motor passed motor test. Device received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor errors and down arrow buttons were harder to pressed and twice to work. It was reported that the customer had unexplained and random no delivery alerts also once every other month had changed infusion set and reset the insulin pump to correct. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.